Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse replaced the defective power supply. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on in mains supply. There was no patient involvement, and no adverse event reported.